Manufacturer narrative:
The lens was returned for evaluation. Solution and blood is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. Multiple scratches are observed on the optic portions of the lens. Batch history records are quality reviewed prior to product release. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A eye technician reported that during an intraocular lens (iol) implantation, once the lens went into the patient's eye, the surgeon observed a scratch on the lens. The lens was removed and another lens was implanted instead. There was no reported harm. Additional information was requested.